Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser failed during surgery. The console was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming interface breakout printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming interface breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).